Manufacturer narrative:
Evaluation summary: received for evaluation was a guard wire, ez adaptor and ez flator. The eza and ezf were intact with no damage noted. Original packaging was not returned with the product. The guard wire was broken in two pieces: the proximal section measuring approximately 90cm in length and the distal approx. 118cm accounting for the whole length of the guard wire. The balloon was baggy indicating use, the gold marker; extension wire was in their original position. No visual defects were noted. Close visual inspection under magnification detected a sharp bend at the point of break. The stress force inflicted by the kink crushed the hypo tube, subsequently breaking the hypo tube. Physical measurements indicated that the hypo tube met specification. Wall thickness of the hypo tube was evaluated under magnification and no variation was noted. (B)(4).

Event description:
It was reported that a guard wire was being used during a cas procedure. No abnormalities noted during device inspection and preps before the operation. The wire was placed in the lesion with no resistance encountered. It was reported that no resistance was felt with the mating device during delivery. After the stent was inflated the physician wanted to aspirate the lesion but noted that the guard wire appeared to be kinked. He touched the guard wire to confirm damage and the damaged was made worse and broke in to two parts. The physician immediately had to aspirate as the balloon had started to deflate. There was no significant adverse event to the patient and the operation was completed without replacement device.